Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg). According to the evaluation by okeg, the reported failure phenomenon could be reproduced. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
There was foreign material around the adhere of the ccd lens. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.